Event description:
Pt developed symptoms of hypersensitivity at injection sites in lips after collagen treatments. Prior testsite has also reacted, and would not be considered positive. Abscesses developed, and physician has treated with incision and drainage.